Event description:
The micro sagittal saw was sent for analysis because it would not stop running. The event was noted at central supply. No further information was provided.

Manufacturer narrative:
Corrosion damage was identified as the probable cause of the device running on its own without activation. Damaged sockets can create high impedance at the connection between the console and the handpiece resulting in false operation signals to the console.